Manufacturer narrative:
Insulin pump received with no act, up and escape button response due to corroded keypad traces. No button error alarm and no audio/vibrate anomaly during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime alarm, force sensor test and excessive no delivery test due to buttons not responding. Insulin pump received with cracked reservoir tube lip and cracked battery tube threads noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had audio anomaly. The customer¿s blood glucose level was 188 mg/dl. The customer's mother stated that the pump was vibration mode and pump stopped working. The customer stated that during deliver of insulin the piston was louder than the normal. It was reported that they had crack on the reservoir and battery compartment. The insulin pump will be returned for analysis.